Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the sds was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery with a 2.50 x 28 mm xience alpine stent delivery system (sds). The sds was advanced to the lesion and would not cross. Resistance was felt during retraction of the sds into the un-specified guiding catheter. Therefore, the physician decided to put negative pressure on the balloon in an unsuccessful attempt to pull the sds back into the guiding catheter. The decision was made to pull everything (guide wire, guiding catheter & sds) out of the anatomy as a unit. During retracting all the devices out of the introducer, the stent dislocated from the sds. No attempts were made to snare the dislodged stent and the patient was sent to surgery to have the stent implant retrieved. The vascular surgeon sent the patient to a different cath lab and an unspecified stent implant was used to crush the xience alpine stent implant against the vessel wall. No additional information provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the anatomy resulting in the failure to advance. As the device was being retracted, interaction with the anatomy and the guiding catheter likely caused the reported difficulty to remove. When the physician applied negative pressure to the sds, the stent implant ultimately dislodged and came off the balloon remaining in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.